Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained discordant, falsely low carbon dioxide (co2) results on a patient sample that was processed after they replaced the q-gard filter on the dimension vista 500 instrument. After obtaining the discordant results, the customer ran quality controls (qcs) and observed that the qcs recovered low and outside of acceptable ranges. As per siemens instructions, the customer emptied and refilled the water purification module (wpm) tank multiple times, ran a precision study using qcs, replaced the q-gard filter and the co2 reagent flex, and repeated qcs, which recovered low. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse determined that the customer did not replaced the q-gard filter properly. The cse reseated the q-gard filter, emptied and refilled the water tank, and primed the lines on the instrument with water. The customer replaced calibrators, qc material, and reagent flex. Then, the co2 assay was successfully calibrated. Siemens further investigated the issue. Siemens determined that the operator's method in replacing the q-gard filter during the wpm maintenance contributed to poor water quality, which caused the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and the repeat results were higher than the discordant results. The repeat co2 result of 22 mmol/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.